Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication with the patient programmer and no communication with the recharger. The patient had the stimulation off because he hadn't needed it and had been recharging it every 3 to 4 weeks. The last successful charging session was 2 months prior to the report. Nearly 3 months ago, the patient had a vasectomy and they used a grounding pad. The patient was put in an MRI mode. Three and a half weeks later, the patient went to recharge and it wasn't finding the device. The patient had fully recharged the device before the procedure. No patient symptoms were reported. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.